Event description:
Device 1 of 2: reference MFR report: 1627487-2012-11431. It was reported the pt was feeling discomfort at the ipg site; the area felt sore, and it would hurt if she leaned against an object. It was reported the physician had prescribed lidoderm patches. Follow up identified the pt was also not receiving full stimulation coverage from her lead. An x-ray determined the lead was in the same position, and had not migrated. It was reported the physician planned to undertake a trial procedure to place an additional lead to address the coverage issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.